Event description:
Pt underwent a pre-operative hysteroscopy and uneventful diagnostic d&c prior to endometrial ablation. Hysteroscopy revealed a large submucous uterine fibroid. Device seating procedure identified a cornu-to-cornu distance of 1.5-cm. The cavity integrity assessment (cia) test passed, ablation proceeded uneventfully. Five days post procedure pt hospitalized with fever. Wbc not elevated, antibiotics administered. Abdominal CT scan revealed free gas, laparatomy revealed blanching on uterus and small bowel. Hysterectomy, bowel resection and end-to-end anastomosis performed. Pathology exam of uterus and small bowel confirmed absence of mechanical perforation. This event constitutes use of the novasure device/procedure in contradiction to the instructions for use which caution that "the safety and effectiveness of the novasure system has not been fully evaluated in pts with "cornu-to-cornu distance less than 2.5. Cm", and "with submucosal fibroids that distort the uterine cavity."